Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the ventricular lead exhibited low impedance. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis of the partial lead found insulation abrasions at 5.7 cm - 6.2 cm and 14.6 cm - 16.9 cm from the distal tip, due to friction with another device. The inner insulation was damaged at 5.8 cm from the distal tip. The abrasions and the inner insulation damage found was most likely the cause of the complaint in the field.